Manufacturer narrative:
The pump was received with intermittent button response due to a partially unlocked lcd keypad connector noted during visually inspection. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the under delivery anomaly due to the buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that the insulin pump was under delivering and they experienced a high blood glucose level of 328 mg/dl. The customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin and needles. Based on customer report customer does allege insulin pump was under delivering because insulin pump delivered a bolus but did not seem to had went into effect, the customer also states the reservoir icon and reservoir filling did not match. The customer did displacement test and the test was failed. The insulin pump was returned for analysis.